Event description:
It was reported that an asymptomatic patient presented after receiving a patient notifier for a misdiagnosis of non sustained lead noise. Review of egms showed good sensing on the marker channels but potential latency at the vt-1 rate detection cutoff. The other segm appeared to have an undersensed event on the discrimination channel. The device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.